Manufacturer narrative:
As received, a lead was returned in one piece. The reported event of dark fluid in the lead was confirmed. A visual inspection revealed excessive blood clogged inside the connector pin and inner coil lumen at the connector region. The reported event of inappropriate shocks was not confirmed. Electrical testing and x-ray examination revealed no indication of conductor fractures or internal shorts. A visual inspection on the lead body did not find any anomalies. The lead was returned with the helix partially extended and clogged with dried blood. An x-ray inspection revealed the inner coil over-torque at the connector region consistent with procedural damaged. After cutting the lead and cleaning the distal portion of the lead, the helix could be successfully extended and retracted by applying torque directly to the inner coil. The measured full helix extension length was within required performance specification.

Event description:
Related manufacturer report number: 2017865-2023-16339. It was reported that the patient experienced inappropriate defibrillation therapy due to a right ventricular (rv) lead dislodgement. The rv lead was explanted and replaced to resolve the event. During the procedure, the physician observed dark fluid dripping out of the lead and the header of the device. As a result, the device was explanted and replaced. The patient was in stable condition.